Event description:
Related MFR report number: 2017865-2024-34238 it was reported that after the implant procedure that the patient was dropping beats. Device interrogation revealed high capture threshold and loss of capture on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The physician suspected ICD header problem. The physician elected to explant and replace the ICD and to cap and replace the rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported event of defective device and failure to capture were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation including capture test found normal capture results. Additionally, output verification under field settings measured all pacing parameters within normal range, and visual inspection of the header and connectors did not find any anomaly related to field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.